Event description:
It was reported that the pc unit's power cord recesses out of the back of the pc unit and causes the battery to not charge, even when the pc unit is plugged into the ac outlet. Upon further customer follow up it was noted that on 11/14/23 the pcu was alarming with message "battery discharge". The pcu did not however alarm for low battery. Clinician required to change out the device system. Patient was hypoglycemic prior to event, while waiting for pumps to be switched out labs were drawn to assess hypoglycemia. Pumps were changed out and infusions resumed. There was patient involvement however no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.